Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have high blood glucose was 600 mg/dl, which was treated with manual injection. Customer did not contact healthcare professional. Customer had symptoms of high blood glucose; customer had excessive thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Alarm history showed no delivery alarms. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Infusion sets would be replaced due to excessive no delivery alarms.